Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that the controller was showing a software problem screen. The screen displayed 1-intellis, 2-3.0, 3-4048, 4-device model sm.c. The patient was increasing amplitude when he saw the message and thinks the controller got overwhelmed with the commands he was giving it. The implant was noted to be charged to 90% and the controller was charged to 40%. Troubleshooting was able to clear the message and the patient could raise stimulation. The patient explained that he had pain and soreness most of the time and with the stimulator it helped keep the blood flowing better and if it wasn¿t on his right leg would get cold which was when it was painful. The patient had been trying to adjust because he wasn¿t feeling the stimulation and the programs were set to 0, but he didn¿t set them to 0. After the software problem message was cleared the patient was able to raise the stimulation to 8.5 and could feel it. Troubleshooting resolved the issue and the patient was directed to follow-up with their healthcare provider if he noticed the programs going to 0 without being prompted. The indication for use was non-malignant pain.